Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient with vocal cord paralysis later reported experiencing post-operative hoarseness as well which was noted to be definitely related to the implant procedure. The dyspnea will not be reported as no intervention was taken and additionally, the relationship to the vns is unk. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient with vocal cord paralysis has been experiencing difficulty speaking and is scheduled to undergo a vocal cord strobe. The device history records for the lead were reviewed. The lead passed final functional and quality specifications prior to release for distribution. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient experienced post-operative hoarseness, difficulty swallowing- dysphagia and coughing which are all considered to be symptoms of the patient's diagnosis of vocal cord paralysis.

Event description:
The reported post-op hoarseness now has an outcome of recovered/resolved and the vocal cord paralysis - dysphonia has an outcome of recovering/resolving.